Manufacturer narrative:
Product analysis results are: the event was confirmed; hydrophilic coating was absent from the distal end of the delivery system. The root cause of the event was most likely due to the multiple attempts, over an hour period, in an effort to advance the delivery system to the intended landing zone.

Event description:
A valiant stent graft system was inserted in the patient for the endovascular treatment of a 7.3cm thoracic aneurysm. It was reported that during the index procedure and due to the patient's anatomy, small access vessels, several attempts were made to pass the device. Due to the many attempts over an hour period it was noted that the hydrophilic coating had worn off. The physician stated that the device felt tacky and non-slippery. The physician replaced the device with another 46x46x200 proximal main device and the procedure was completed with no injuries to the patient. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.